Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a facility representative via (B)(4) that two (qty.2) ar-18800-03 t6 self-retaining driver shafts are twisted, broken and unusable. The broken driver shaft has been discarded at the facility. This was discovered during a case. No, there were no adverse effects on the patient. We were able to finish the case with the bent driver.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of this failure is attributed to wear and tear damage incurred over repeatedly torquing/engaging the driver within the screw head and extended use in the field.